Event description:
A right primary total hip replacement was scheduled. The surgeon noted that the patient had a narrow femoral intramedullary canal. The surgeon first used the exeter 35.5 rasp which fitted. He then used a flexible reamer to ream the femur to 13mm. Next he used the 37.5#0 size rasp. The canal was still tight, but stayed with that rasp. He was using a mallet on the exeter rasp stem handle, and it is during this stage of the surgery the top of the rasp that locks into the rasp handle broke off. The exeter 37.5 0 rasp was lodged in the femur and the surgeon was unable to remove with multigrips or flexible osteotomes. He next removed the greater trochanter, but the rasp was still lodged. The next option was make an extended proximal osteotomy of the femur. The rasp was removed from the femur. Six dall miles cables were required to reduce the femur and reattach the greater trochanter. A cemented exeter 37.5 0 stem was implanted along with a 36mm lift femoral head and 54mm trident shell with a f36mm x3 liner. The patient is non weight bearing for 6 weeks as outlined above. Surgeon performed femoral osteotomy, removed rasp and cabled the femur. Original thr operation was performed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Associated device was involved in this reported event as follows: cat # 0580-375-0, lot# unk, description: exeter rasp size 0 37.5mm. It cannot be determined which, if any of this device may have caused adverse consequences to the patient.